Manufacturer narrative:
A visual and dimensional inspection were performed on the returned guide wire, and the reported kink and separation were confirmed. The reported difficult to advance/position the guide wire through a proxy device was unable to be confirmed due to the returned condition of the device. A review of the electronic lot history record (elhr), database review and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. It is likely that during advancement through the anatomy and/or the unknown catheter the guide wire encountered resistance causing the difficulty to advance/position, the guide wire kink and offset coils. Manipulation of the guide wire outside of the anatomy, resulted in the guide wire separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a hi-torque 014 bmw hydro guide wire would not advance through an unspecified catheter. The guide wire was removed and a light kink in the mid-section of the guide wire was noted. Once outside the patient anatomy, the guide wire was being inspected and it separated. The procedure was successfully completed with a new unspecified guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.